Manufacturer narrative:
Customer complaint of premature depletion was confirmed. Device was received with battery at eri level of operation. Final analysis found a battery anomaly. Traces of silver were found on both separators it was surmised that a conductive bridge was formed between the anode and cathode. Actions have been taken to prevent reoccurrence. The device projected longevity is 8.47 years, based on average battery current during the implant period, and device was implanted for 4.67 years, which is considered premature battery depletion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up on (B)(6) 2020 with a pacemaker that was about to reach elective replacement indicator - eri ahead of schedule. The pacemaker officially reached eri on (B)(6) 2020. The pacemaker was explanted and replaced on (B)(6) 2020. Patient condition after the procedure was stable.